Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with information - system volume too large. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. Based on technician statement, the air gas module was defective and its replacement is necessary. The device's logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.